Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were exhibiting non-capture. A chest x-ray confirmed the leads had dislodged. It was determined the patient had twiddlers syndrome and as a result, the leads had become tightly rolled in the pocket around the device. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.